Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va10k5t serial# implanted: (B)(6)2015 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that programs 3 and 4 were no longer working for the patient, meaning they couldn't feel stimulation on those programs. Program 3 was the best program for them when the device was working. The patient was sitting at a restaurant and felt something funny; it wasn't painful, just funny. They tried to turn down the amplitude and then upped the amplitude and changed the program, but their symptoms got worse and they couldn't find the "sweet" spot for their therapy like they had on program 3. The patient saw a healthcare professional (hcp) for multiple reprogramming sessions. It was noted that impedance testing was performed and showed some trouble with the electrode impedance. The system was explanted and replaced on the day of the report and it was noted that the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of ins revealed that there was no anomaly found. The returned device passed all functional testing in the laboratory. Analysis of lead revealed that proximal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned to medtronic for analysis. Analysis not yet complete. A supplementary report will be sent when analysis is complete if information is provided in the future, a supplemental report will be issued.